Manufacturer narrative:
Visual inspection of the returned unit confirmed the reported condition of ¿deformation of individual packaging. The DHR review showed no anomaly was reported in this lot during its manufacturing and inspection processes that could be related to the reported condition. The lot met all in-process inspections and testing requirements as specified in the packaging shop order and related procedures. The complaint was confirmed. The unit tray was bent on opposite sides; nonetheless, the seal was appropriate which shows that the tray was not bent at the time of sealing. Final packaging operation (boxing) was evaluated as well: this tray goes in a box where two (2) columns of three (3) trays are stacked side by side, divided by a cardboard liner/divider inside a corrugated box. Due to the shape of the unit¿s tray, the first two (2) units can be placed inside the corrugated box in a certain position only and it is highly unlikely to bend or misplace the unit unless the unit is forced inside the box. It was tried to duplicate a boxing configuration that would create the tray deformity on both sides and similar angles. It was found that it would require a forceful entry of the unit in the box; also, visually it is highly detectable making it highly unlikely to be caused during this step. The top unit sits high in the box and may slide to the side and get trapped between the box¿s closing flaps, bending the tray. Nonetheless the tray was bent on opposite sides which would mean that one of corners had to be protruding outside of the box making it highly visually detectable; and in order to close that box, the flaps would have to be forcefully closed to partially push the tray inside and bend the plastic tray on opposite sides. Therefore, although possible, it is very unlikely that this defect was caused during the boxing operation. The root cause for the tray deformity was unknown. UDI number: (B)(4).

Event description:
N/a.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A distributor reported on behalf of the customer that there was deformation of an individual packaging on the c3601 cusa excel 36khz tubing set during their incoming inspection of goods on (B)(6) 2019. There was no reported patient involvement.